Manufacturer narrative:
The console used was manufactured in 09/2004. The console is re-usable and was returned for evaluation. The handpiece used was manufactured in 05/2010 with an expiration date of 10/2010. The handpiece is single use only and was not returned for evaluation.

Event description:
The pt underwent laparoscopic surgery for the removal of endometriosis. Surgeon used plasmajet system (consisting of console ps10-2100 and disposable handpiece ls-cv-28h) and bipolar electrosurgery during the procedure. It was discovered post-operatively that the ureter was nicked. Pt required further endoscopic procedure to repair ureter nick and overnight hospitalization and is reported with no additional complications. This event is believed to be technique related. No trends have been identified with this incident. Plasma surgical is now closing the file on this event.